Event description:
It was reported the patient received an MRI which showed a possible fracture of the tibial stem.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. (B)(4).